Event description:
The fault was found during the hospital's regular maintenance, there was no procedure involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the faulty circuit board cannot be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the high flow insufflation unit's front panel display disappeared, and an alarm generated after startup. The issue occurred in preparation for use and the patient was not under anesthesia. There were no reports of patient injury or medical intervention associated with this event.